Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Omsc received the subject device with a fragment for evaluation. It was reported that the fragment fell off outside the patient when the user cleaned the device. The evaluation found that the tissue pad was severely worn. The manufacturing history was reviewed, with no irregularities noted. This type of the pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the tissue pad at the proximal end was worn. Furthermore, because the damaged pad was subjected to a load, it fell off. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white tissue pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a hysterectomy, the subject device was used. It was reported that the tissue pad of the device was worn. The procedure was completed with another device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on (B)(6) 2017, omsc found that the tissue pad was severely worn.